Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory showed the battery indicator signifying that it is approaching for device replacement. Critical ram parity error occurred in address 11 43 on (B)(4)-2015. Elective replacement indicator (eri) due to low battery voltage was recorded on (B)(4)-2015, after explant on (B)(4)-2015. Ramware version 8 was installed on (B)(4)-2015. (B)(4)

Event description:
It was reported that during follow-up it was noticed that the implantable pulse generator (ipg) had a power on reset (por) and the device had reached elective replacement indicator (eri). The ipg had reached eri before expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a memory error for a ram (random access memory) integrated circuit.